Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis on ((B)(6) 2025). The patient's blood glucose levels reached 1,200 mg/dl while wearing the pod between 36 and 48 hours. Symptoms reported include hyperglycemia, vomiting, dehydration. In addition, the patient reports feeling confused and lethargic. The patient reports while sleeping the pod had failed to adhere and reportedly fell off the infusion site (hip/buttocks), causing the cannula to dislodge. Once at the hospital the patient was treated with intravenous fluids as well as insulin. The patient was in the hospital for 3 days.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. In addition, we are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.4. Operating system: 26.0. Hardware: iphone14.6. Cgm sensor type: g7.